Manufacturer narrative:
The scope was returned to the service center for evaluation. The evaluation found the adhesive at the distal end forceps elevator cover was peeled off and missing. The reported leak was confirmed as the scope failed the leak test from the instrument channel. Multiple scrape marks were found on the channel walls. Per the customer, the scope was returned unrepaired. A review of the scope's instrument history shows the scope was last repaired on october 15, 2020 due to a instrument channel leak.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, during reprocessing, the evis exera ii ultrasound gastro-videoscope "failed the leak test". There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, peeling of glue was found to be caused by excessive force applied, e.g. Roughly rubbed or hit, at the time of carrying, storing, using or cleaning the device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the legal manufacturer will continue to monitor the field performance of this device.